Manufacturer narrative:
Insulin pump received unable to perform the displacement test due to broken and detached end cap. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir compartment was cracked. The customer¿s blood glucose level was 6 mmol/l at the time of incident. The insulin pump will be returned for analysis.